Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the head of the screwdriver is broken. It happened during surgery no patient harm. This report is 1 of 1 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Review of the dhrs for p/n 03.632.072, lot 6755412, showed no nonconformances generated during production. The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation of the screwdriver has shown that the stardrive-tip is broken off. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description we are not able to determine the exact cause of this occurrence and that a mechanical overload during the loosening of a possibly blocked locking cap caused this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.